Manufacturer narrative:
The initial MDR 1226181-2015-00512 was filed on september 11, 2015. Additional information (09/23/2015): a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced and adjusted the hinges for the dimension exl 200 reagent cover and verified that the cover was operational. The cause of the reagent cover falling onto a technician was a malfunction of the hinges.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the instances of dimension exl instrument reagent lids falling during maintenance procedures. It has been determined that the hinge may lose its effectiveness and slowly shift downward during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 14-46 entitled "dimension exl reagent lid hinge issue" and customers outside of the united states were sent urgent field safety notice (ufsn) 14-46 entitled "dimension exl reagent lid hinge issue". The umdc/ufsn inform customers that their cse will inspect and adjust the tension on the reagent lid hinges during every visit. If the hinges can no longer be properly adjusted, the hinges will be replaced. The umdc/ufsn also instructs customers to contact the siemens customer care center or their local siemens technical support representative if they observe that the reagent lid is shifting downward while in the open position.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that the reagent cover of the dimension exl 200 instrument would not stay open. The customer stated that the cover had fallen onto a technician multiple times, hitting the technician's head. The technician sustained a minor cut. No medical intervention or treatment was required.